Manufacturer narrative:
(B)(4). Batch # n90160. The device was received with upper jaw detached returned and the I-blade upper tip broken off returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to open nor close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the tips broke off of the enseal device. Another enseal device was opened and used to complete the case. There were no patient consequences reported.